Event description:
The customer was splashed in the eyes and face with waste fluid from the architect i2000sr analyzer. The customer stated while they were separating the tube connected to the bay on the outer waste storage tank, the waste pump emptied making the exiting tube come off, splashing the operator in the eyes and face. They indicated this was being done while the instrument was running. The operator went to the emergency room, in accordance with the procedures set up by their laboratory, after washing his face with water and bleach and his eyes with water. No medical treatment was provided. The customer was not wearing glasses, though he was wearing gloves and a gown. No adverse impact due to washing their face with bleach was indicated.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify any atypical activity or an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
(B)(6). (B)(4). Technician splashed. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.